Event description:
I'm a type one diabetic and use the dexcom g7 sensors as my constant glucose monitor. I've had a few issues in the past but nothing as bad as I have had lately. I get 3 sensors a month in my prescription. I rely on these sensors heavily since I work construction and having clean hands to do a finger stick is a rarity plus always being active. Lately I have had multiple sensors fail. Also, the accuracy with the sensors has been horrible. I get readings that are well over 150 points off. I've had a few low blood sugars that have gone untreated until too late which has led to ems (emergency medical services) coming to my house and having to treat me and IV (intravenous) me. Also with the sensor failure dexcom only offers 3 "good faith" replacements in a 12 month period. I really can't afford to buy extra sensors out of pocket. When I called them today to get replacements, I had to use 1 of the good faith replacements since I did not have the box of the dexcom that failed. They can use the app on my phone which reads the sensor to see the sensor failed. The sensors stay in for 10 days. I cannot realistically keep the box the sensor comes in for 10 days to be able to give them the serial number of the sensor that failed. They definitely have the ability to check the sensor failed but do not. I had a sensor I put in 4 days ago that failed which I did not have the box for then started another one today that failed instantly and only had the box of the freshly inserted one. A lot of my friends who are type one diabetic are also having issues with the accuracy of their dexcom¿s too. This is clearly a widespread issue and contacting dexcom, they are not making it easy for relief. Also, the fact that I had to call ems or have ems called for me because I was almost having seizures due to the inaccuracy is concerning. Health codes: 1912; 4406. Device codes: 2588; 1535. Reference reports: mw5172761, mw5172763.